Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer jammed. The customer attempted troubleshooting by rebooting the station and opened the back panel, but the issue persisted. They reported that a white tape appears to be loose, and one of the cubies was making a clunking sound. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer discovered that the full-height drawer had failed; no light emitting diode indicators were present on the pyxibus module controller or drawer controller board. Returned to vehicle from or to retrieve new parts. Replaced the components and restored service. The system functioned as intended after the field service engineer repaired the device.